Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for low and high blood glucose test results. The customer is concerned with test results from results obtained of 38, 57, 59, 42 and 329 mg/dl. Customer did advise that when he was getting the low results, that he drank orange juice, but it did not change the low results in the meter. The customer¿s expected fasting blood glucose test result range is 90-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer am fasting and produced test result of 78 mg/dl using true metrix air meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 05/17/2025 and open vial date is one week ago. The meter memory was reviewed for previous test result history: result 1: 38 mg/dl date: (B)(6) 2024 time: 12:15 am fasting result 2: 57 mg/dl date: (B)(6) 2024 time: 10:36 pm non-fasting result 3: 59 mg/dl date: (B)(6) 2024 time: 9:42 pm non-fasting result 4: 42 mg/dl date:(B)(6) 2024 time: 9:15 pm fasting result 5: 329 mg/dl date: (B)(6) 2024 time: 8:29 am fasting